Event description:
Per provider end user was traveling across a flat concrete sled at her home when allegedly the rear wheel washer and housing failed, the rear wheel slipped off the axle causing end user to fall.